Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s son reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 108 mg/dl at the time of the incident. Customer also reported they were able to clear the alarm and insulin pump did require rewind. Customer able to complete rewind. Customer stated that insulin pump stopped working. Customer troubleshoot was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.